Event description:
It was reported that the customer was hospitalized with high blood glucose over 700 mg/dl on (B)(6) 2014 and again on (B)(6) 2014 with high blood glucose of 400 mg/dl. Leading up to the first urgent care visit, the customer had a urinary tract infection. She experienced diabetic ketoacidosis and dehydration and was treated with intravenous insulin. Leading to the second hospitalization, the customer had an abscess in two teeth and was given antibiotics. Her symptoms included vomiting and weakness. Customer experienced diabetic ketoacidosis, as well. She was treated with intravenous insulin and fluids. Customer was wearing the insulin pump both times she was hospitalized. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.